Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing was being used in neonatal intensive care unit (nicu) and the bottom part of the tubing, where two clear plastics meet, broke apart. The nurse tried to put it back together but unable to do so.

Manufacturer narrative:
The customer report that the tubing came apart was confirmed. The separation was at the engagement between the upper fitment and silicone segment components. The expected retainer ring at the upper fitment component area was not received for investigation. No obvious damages or issues were observed with the upper fitment component. No functional testing was deemed necessary due to the obvious separation. Visual inspection under magnification of the separated silicone segment end identified no evidence of a retainer ring indentation. A slight tug/pull of the silicone segment away from the lower fitment component was attempted and no separation was observed. The root cause was identified as due to a misassembly of the set's retainer ring not being assembled onto the set during its manufacturing process.

Event description:
It was reported that the IV tubing was being used in neonatal intensive care unit (nicu) and the bottom part of the tubing, "where two clear plastics meet," broke apart. The nurse tried to put it back together but unable to do so. Although requested, there was no information provided regarding any intervention rendered to the patient